Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that during a vaginal vault repair procedure using an uphold vaginal support system, the suture detached three centimeters from the needle and was caught inside the capio device. The procedure was completed with another uphold vaginal support system, with no complications to the patient, who is reportedly "fine" post-procedure.

Event description:
It was reported to boston scientific corporation that during a vaginal vault repair procedure using an uphold vaginal support system, the suture detached three centimeters from the needle and was caught inside the capio device. The procedure was completed with another uphold vaginal support system, with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (6)(4).